Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: (B)(6) was not returned for evaluation. The reported suction event was confirmed through log file analysis which revealed several intermittent suction events within the analyzed period; however, no alarms were recorded within the analyzed period. Information received from the site revealed that the patient experienced vibrations and grinding sound. The sound was loud at lateral apex. An echocardiogram (echo) was performed and showed decompressed left ventricular (lv) with septal wall inflow cannula suction. Dehydration was suspected. The reported "noise" event could not be confirmed due to insufficient evidence. Of note, it was reported by the site that the patient was started on fluid management along with reduction in the pump rotational speed and the sounds was abated. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and / or patient related factors. Possible factors that may have led to this event include, but are not limited, to dehydration, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental is being submitted for additional patient information. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with feeling of vibrations coming from the ventricular assist device (vad). When admitted the patient was asymptomatic with no hematuria or clinical signs of hemolysis, lactate dehydrogenase (ldh) of 300 and therapeutic international normalized ratio (inr) of (2.8). The patient was auscultated and some abnormal "grinding" type noise was noted. The sounds were the loudest at lateral apex and describes sound as irregular in frequency. The patient log files showed frequent intermittent suction and appeared to have power within normal range. An echocardiogram (echo) was performed and showed decompressed left ventricular (lv) with septal wall inflow cannula suction and obstruction. The vad speed was decreased and the sound was abated. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction to the report: b5: was updated to add the obstruction found. H6: added patient code and device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with feeling of vibrations coming from the ventricular assist device (vad). When admitted the patient was asymptomatic with no hematuria or clinical signs of hemolysis, lactate dehydrogenase (ldh) of 300 and therapeutic international normalized ratio (inr) of (2.8). The patient was auscultated and some abnormal "grinding" type noise was noted. The sounds were the loudest at lateral apex and describes sound as irregular in frequency. The patient log files showed frequent intermittent suction and appeared to have power within normal range. An echocardiogram (echo) was performed and showed decompressed left ventricular (lv) with septal wall inflow cannula suction and obstruction. The vad speed was decreased and the sound was abated. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information was received from the "hvad destination therapy trial improved blood pressure management". Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient presented to the hospital with feeling of vibrations coming from the ventricular assist device (vad). When admitted the patient was asymptomatic with no hematuria or clinical signs of hemolysis, lactate dehydrogenase (ldh) of 300 and therapeutic international normalized ratio (inr) of (2.8). The patient was auscultated and some abnormal "grinding" type noise was noted. The sounds were the loudest at lateral apex and describes sound as irregular in frequency. The patient log files showed frequent intermittent suction and appeared to have power within normal range. An echocardiogram (echo) was performed and showed decompressed left ventricular (lv) with septal wall inflow cannula suction. After the echo evaluation, it was noted that the patient may have dehydration. The patient was started on fluid management, the vad speed was decreased and the sound was abated. The vad remains in use. No further patient complications have been reported as a result of this event.